Manufacturer narrative:
One photo was shared by the customer, showing the male luer as disconnected from the tube. An unknown residual was observed around the plastic bag. No additional damage or anomalies were observed from the provided photograph. The customer also provided the following for investigation: one used list #mc330360. As received, the male luer was separated from the tubing. The tube and the male luer were analyzed with a uv light and an insufficient present of solvent on both component was found. The od of the separated tube and ID of the male luer were measured finding within specification. The customer complaint was confirmed. The probable cause was insufficient solvent applied during the manufacturing assembly process. A DHR review could not be conducted because no lot number was identified.

Event description:
The complaint was against a 10" quadfuse ext set w/4 microclave® clear, 5 clamps (3 white, 1 blue, 1 red), rotating luer. The report stated that the luer connection disconnected from the tubing on a set during patient use. This happened twice in 24 hours for same patient. There was mild patient harm (a small amount of blood loss) both times. This emdr reflects two similar occurrences.